Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that saline circulation flow stopped 1 min 30 seconds into use of the antenna in a renal ablation procedure. The case was aborted. There was no patient injury reported.